Event description:
A patient was implanted with two pdl devices on (B)(6) 2024 at l4/5 and l5/s1, the device at l4/5 subsided less than a week later causing back pain. The surgeon then removed both devices and fused the patient on (B)(6) 2024.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two pdl devices at l4/5 and l5/s1 on (B)(6) 2024, less than a week later the device at l4/5 subsided causing back pain. The surgeon then removed both devices and fused the patient on (B)(6) 2024. A review of the dhrs found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the levels outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. No device evaluation could be completed as the implants were not returned following the removal surgery. Provided imaging confirmed the implant subsidence. The implant removal was completed due to implant subsidence, a reason for the subsidence is unknown. The submission is 5 of 6 devices involved in this event.